Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. A follow-up transesophageal echo (tee) performed in (B)(6) 2023 noted the device was 'seated well with no leaks' as described in the tee findings. At an unknown timepoint, the closure device was noted to have embolized. The physician attempted to snare the closure device and remove it from the patient but was unsuccessful due to the endothelization of the device. The physician had to make an invasive cut down of the abdominal region before they successfully removed the device from the patient. There were no further complications that were reported to have occurred as a result of this event. The patient is expected to be discharged from the hospital.